Event description:
It was reported that during initial implant procedure, the lead helix was not able to be extend prior to implant. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clean. Visual and x-ray inspections found overtorqued inner coil inside the connector region. After applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length measured to be within specification. The cause of the reported event was due to overtorqued inner coil which is consistent with procedural damage.